Event description:
The pt complained of abdominal pain post colonscopy. Flat plate of the abdomen done and revealed free air. On 12/15/95 pt had exploratory laparoscopy/lysis of adhesions/repair of perforated colon. As of 12/18/95 pt was npo in stable condition.